Manufacturer narrative:
Product event summary: analysis confirmed the customer comment and it was attributed to the liquid crystal display being contaminate d/corroded. Analysis also found that the main printed circuit board was contaminated and corroded, that the upper and lower cases were broken and corroded, that the battery release, ring cover, heart block, heart wire contacts, battery drawer and heart lead flex were contaminated, that one side bail cover was broken and one contaminated and that the keyboard was scratched. It was also noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the external pulse generator generated a self-test error message. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator generated a self-test error message. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.